Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). In this condition, the device may not have sufficient power to be able to provide effective defibrillation therapy. There was no report of any patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The electrically leaky filter caused the internal hlc batteries to become depleted.